Manufacturer narrative:
The unit was requested back for evaluation but has not yet been received.

Event description:
Nellcor puritan bennett received a report from a tyco rep that the unit did not provide an audio tone while being used on a pt. There was no pt harm reported.